Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
When programming the implantable neurostimulator (ins) after implant, the pt had no effective stimulation. Impedance measurements were found to be too high for both electrodes. Exploratory surgery was done, the connection between the extension and ins were inspected: "nothing special" was found. The extensions were disconnected and inspected and again "nothing special" was found. Impedance was measured for the extension and the electrodes; the results were positive showing impedances within normal levels. The extensions were reconnected to the ins and impedance was measured and there was high impedance on both electrodes. The ins was then replaced. Impedance measurements were tested and showed normal impedance. The pt had effective stimulation.